Manufacturer narrative:
Insulin pump unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Insulin pump passed the rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Insulin pump was received with cracked display window corner, battery tube threads, reservoir tube lip, belt clip slot, and minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error three times in the last 30 days. The customer was able to rewind the insulin pump. Customer's blood glucose level was 137 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.